Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the low suction issue. A replacement device was sent to the customer. In follow up with a complaint handler on 09/14/2018, the customer confirmed that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and the mastitis had since resolved. The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2018. The device passed suction and cycle specifications; however, it was found during the product evaluation that the customer's tubing, faceplate and diaphragm were dirty. Refer to attached evaluation and pictures. The customer's report of low suction could not be confirmed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela llc that she had milk backup that went into the tubing of her pump in style breast pump and she did not remove the faceplate and did not clean behind it, and now has mold, along with low suction. She further alleged that she had clogged ducts and only gets them when she pumps, but does not get them when she breastfeeds. She indicated that she had mastitis two months ago, for which she was prescribed an antibiotic.